Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the left ventricular (lv) lead, a guidewire was used from a different manufacturer. The delivery was noted to be smooth, however after fixating the lv lead, it was very difficult to remove the guidewire which was slippery. Water was applied to aid in removal, and it was reported that the wire was finally able to be fully removed after using very strong pulling force. The lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.